Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump had with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump would not let her escape the fill tubing process. Customer reported pressing the escape button, but it was not responding properly. Blood glucose level at the time of the incident was 340 mg/dl. The customer was advised that the insulin pump would be replaced but will not return the device for analysis.